Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons require multiple presses to respond. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump had a lock up and was unresponsive. The product will not return for the analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device back light properly and no anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, reset, failed battery test alarms, reset time/date anomaly, audio/beep anomaly or rewind anomaly noted during testing.